Event description:
On (B)(6) 2011, pt reported that he woke up on (B)(6) 2011 with a blood glucose of "hi" mg/dl. He changed the infusion site and cartridge and delivered a bolus, but blood glucose did not decrease. He then delivered an insulin injection, and blood glucose decreased immediately to the 300 mg/dl range. Target blood glucose is 100 - upper - 100's mg/dl. Pt switched to his backup infusion device, and blood glucose continued to lower. There were no air bubbles or blood in the sys. The cartridges are not reused. No alerts or errors were received on the infusion device. Pt did not forget to prime the infusion set, and the time and basal rates were programmed correctly in the infusion device. Insulin was not cloudy or expired. Pt had no changes to his stress, activity, or medication. Infusion device was not dropped, cracked, or exposed to water or other liquid. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue.